Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there was foreign matter in syringe with a bd syringe plastipak¿ 5ml. The following information was provided by the initial reporter, translated from portuguese to english: dirty syringe.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect were observed. Photos and sample of reported incident were received to analysis where it was possible observe fm at syringe tip. The potential fm origin is a burn plastic from barrel molding process. H3 other text : see h.10

Event description:
It was reported that prior to use it was discovered that there was foreign matter in syringe with a bd syringe plastipak¿ 5ml. The following information was provided by the initial reporter, translated from portuguese to english: dirty syringe.